Manufacturer narrative:
Device evaluation of electrode belt sn(B)(4) has been completed. The reported problem (damaged cable/wires exposed) has been confirmed. Upon investigation trunk cable connector j702 was pulled off of the distribution node pca. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the defective electrode belt. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor did not recognize an ECG signal. The cause for the failure to recognize an ECG signal was isolated to a shorted u612 inverting charge pump on the computer/analog pca. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's belt had damaged cables. During an investigation of a patient's monitor for an unrelated issue, a reportable malfunction was found.